Manufacturer narrative:
D10: device availability - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional h7: additional h9: additional the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) as performed from date of manufacture 05/21/2018 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the restart key did not work. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the restart key did not work. There was no patient involvement.